Event description:
Related manufacturer report number: 3006705815-2021-05529. It was reported the patient experienced ineffective stimulation. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Event date is estimated.

Event description:
Additional information received shows that patient underwent surgery on (B)(6) 2021 and one lead was replaced due to a fracture. Stimulation was restored postoperatively. Note: it is not known which lead was replaced so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.